Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that a patient had their gallbladder removed, which was unrelated to the device, and the system was not turned off before the procedure. The patient did not think the device was working over the past couple of days. The patient had pain and nausea, but they believed that it was related to the surgery. No further complications were reported/anticipated.